Manufacturer narrative:
This report is being submitted to update the complaint description and correct the item and lot number and associated information. D11-medical products: unknown femoral component.

Event description:
It was reported that a patient was revised approximately two years and ten months post implantation due to tibial loosening. Surgeon reported the patient had fallen six months post initial causing severe pain and swelling. Pain localized to tibial component of uni. Difficulty weight bearing. Investigations for infection negative. Plain radiographs suggested possible tibial component loosening posteriorly spect (isotope bone) CT (including radioisotope bone scan) demonstrated highly increased activity under posterior part of tibial component. No significant activity around femoral component or contralateral knee implant. Patient requested revision procedure. At surgery no sign of infection. Femoral component well fixed. Tibial component well fixed anteriorly but possible loosening posteriorly. Component exchange and re-cementation performed. There is no additional information at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2019-04051.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034-2019-04051.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial component precoat right medial/left lateral size 2, item# 00584200202 lot# 63325473. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately two years and ten months post implantation due to femoral loosening. Surgeon reported the patient had fallen six months post initial causing severe pain and swelling. There is no additional information at this time.